Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d1, d4 (model # and catalog #). Evaluation: the one step CPR pediatric electrode pads were returned to zoll medical corporation for evaluation. A visual inspection of the pads observed the back/sternum pad had seperated from the blue layer of the foam. This can occur if the electrode pads are removed incorrectly from the syrene liners as illustrated on the packaging by using the red tabs. The pads were scrapped after evaluation. The instructions for use for onestep CPR pediatric electrodes state "grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient less than one-year old (gender unknown), the electrode pads were unable to adhere. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient less than one-year old (gender unknown), the electrode pads were damaged during removal from the packaging. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.